Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 459888 lead, implanted: (B)(6)2015. (B)(4).

Event description:
It was reported that the patient received two episodes of inappropriate therapy. The first one was due to atrial fibrillation (af) with rapid ventricular response (rvr). A few weeks later, the patient experienced ventricular fibrillation (vf) and anti-tachycardia pacing (atp) was delivered which slowed the rate down. Immediately after that, the patient was in one to one conduction episode with an supra ventricular tachycardia (svt), and the implantable cardioverter defibrillator (ICD)&#1042;ovided therapy. The device remains in use. No further patient complications have been reported as a result of this event.